Event description:
Md placed vantage femoropopliteal graft in 1998. Developed a pseudoaneurysm. Md thought it was an anastomotic pseudoaneurysm, but the graft had actually ripped, showing developed a mid graft pseudo aneurysm.